Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained rv oversensing episodes due to noise were observed via remote transmission. The patient was asymptomatic. The physician elected not to make programming changes as the noise could not be reproduced. The patient was doing fine and will continue to be monitored.